Manufacturer narrative:
The complaint sample was not available for evaluation, however the reported complaint notes that the cataract was particularly dense and that the surgeon was instructed on technique in that type of situation. The most probable root cause was determined to be user error due to the surgeon¿s technique. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. No corrective action required.

Event description:
The user facility in united kingdom reported that on a case with a particularly dense cataract, tip blockage possibly occurred causing aspiration to pause momentarily. A small corneal burn resulted, requiring a suture and delaying the surgery up to 15 minutes. A bausch and lomb representative was present during the operation and instructed surgeon on how to prevent any burn if tip blocks, and adjusted phaco settings.